Event description:
It was reported that during a prostate procedure the tip of the fiber fell off inside the patient and was retrieved. The procedure was competed utilizing a second fiber. The procedure was successfully completed without clinical consequences to the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.

Event description:
It was reported that during a prostate procedure, after 99,106 joules of use and 9:28 minutes expended, the tip of the fiber fell off inside the patient and was retrieved. The procedure was competed utilizing a second fiber. The procedure was successfully completed without clinical consequences to the patient.